Event description:
The biomed reported that during use, a patient was shocked three times with a device that did not deliver the desired energy level. The specific patient outcome was not provided.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.